Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v319247, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) turned off after going through a security gate at the airport 2 years ago.